Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported.

Event description:
It was reported that during a surgical procedure, a bur broke. No clinical signs, symptoms or conditions were reported. No further information was provided.